Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. (B)(4). Product: 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that about 5 a.m. The day following the implant, the patient began having pain under the left breast and sternal area. The pain seemed to be worse with right ventricular (rv) pacing. A chest x-ray could not confirm if the lead had moved. A micro perforation was suspected. Due to the unresolved pain, the physician repositioned the lead from the apex to a more septal position. The lead remains in use. No further patient complications have been reported as a result of this event.